Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the exact cause of the catheter site bleeding cannot be confirmed. However, it is possibly related to patient factors ((B)(6) female with weak myocardium). In addition, procedural factors (protamine could not be given to the patient) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during a transapical tavr procedure there was hemorrhaging from the access site requiring blood products and retransfusion. After a sheath was inserted via the apex, bleeding continued from the puncture site and the systolic blood pressure (sbp) dropped to the 60¿s mmhg. Volume loading was performed and norepinephrine was given but it was difficult to maintain the sbp, so percutaneous cardiopulmonary support (pcps) was initiated. A 23mm sapien xt valve was then implanted with 1.5ml less than nominal volume. Post dilation was performed and mild aortic regurgitation was noted. Despite using pcps, the sbp remained between the 40¿s and the 70¿s mmhg because of insufficient intravascular volume due to blood loss. Intra aortic balloon pump (iabp) was placed and it was attempted to wean the patient off of pcps but the sbp could not be maintained when the pcps flow was lowered. Hemostasis was eventually achieved and the incision was closed. Blood pressure recovered to 140 mmhg under the support of pcps and iabp and she left the operating room in stable condition. The proctor stated that due to the patient¿s small left ventricle, the small amount of bleeding led to the multiple adverse events during the procedure. Although the patient has no history of steroid administration, her myocardium was weak and it took a long time to achieve hemostasis because protamine could not be given due to the use of a pcps and iabp. Total blood loss was about 2,000ml. Blood transfusion volume was 14 units of red blood cells and re-transfusion from the cell saver was performed. On post operative day (pod) 1, continuous bleeding was noted and hemostasis was once again achieved to the incision of thoracic wall. Cpk rose to 6,415 iu/l on pod1. On pod3, pcps was stopped since the patient¿s hemodynamic condition recovered. However, 10 hours later, the patient developed a low cardiac output syndrome (los) and the patient had a cardiac arrest. Pcps was restarted and continued but cardiac function did not recover. The patient¿s condition deteriorated resulting in a multi organ failure. On pod21 the patient expired, the cause of death was not provided. It was reported that the relation of the device and patient¿s death was unknown but it was procedure related. At the time of the patient¿s demise, no device malfunction or adverse event related to a device malfunction were noted.